Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026 the cgm value was 300 mg/dl. At 2:30 pm the patient was found unconscious by her spouse on the recliner on the living room. The patient did not remember the duration she was unconscious, and estimated it may have been a couple of hours. No bg or cgm values were obtained by the spouse. The spouse called ems, and upon arrival the bg fs value was 20 mg/dl and the cgm value was 300 mg/dl. Ems administered unremembered treatment, and she regained consciousness in route to the ER. After arrival the bg fs value remained 20 mg/dl and the cgm value was unknown. She received treatment with IV fluid and dextrose. The patient did not remember any other bg values or treatments at the hospital and was discharged that evening at 9:00 pm. At the time the event was reported on (B)(6) 2026 she was wearing the same sensor. The cgm value was 300 mg/dl and her bg fs value was 151 mg/dl during the call with tech support. The sensor was due to expire the next day, and the patient planned to change the sensor early. No additional patient or event information is available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.